Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed 2 separate pump errors. The customer's blood glucose reading was 129 mg/dl at the time of incident. The customer was advised that the device would be replaced and to return the product for analysis. No further details given.

Manufacturer narrative:
Formatted history file analysis had confirmed pump error 53 and pump error 4 due to software error. The insulin pump was received with cracked keypad overlay at the select button, minor scratched lcd window, case and keypad overlay.